Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date, the patient experienced a break in aseptic technique described as patient made mistake and did not wear mask. Subsequently the pt experienced peritonitis and was hospitalized for the event. The patient was treated with ip (intraperitoneal) injections of vancomycin, 1gm, loading dose and amikacin 250mg oral dose. Additional information was requested but is not available.